Manufacturer narrative:
The technician replaced the broken brake caster to repair the stretcher.

Event description:
Information received indicates, the brake is not holding at the foot end of the stretcher.